Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury. Literature reference: outpatient total elbow arthroplasty: 90-day outcomes. Michael a. Stone, md, paramjit singh, md, santano l. Rosario, ba, reza omid, md; journal of shoulder and elbow surgery 2018, vol. 27(7), 1311-1316.

Event description:
It was reported in the literature (stone et al. 2018), 28 patients were followed in the study implanted with latitude. Five patients required reoperations. One required irrigation and debridement for infection. Another required an ulnar nerve revision transposition and neurolysis for persistent ulnar nerve dysfunction. One patient sustained a periprosthetic fracture due to a ground-level fall. Two patients required open elbow contracture releases for elbow stiffness. No further patient complications have been reported.